Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device multiple tower latches were faulty due to ageing. The field service engineer replaced all 4 latches and performed inventory count to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 failed and maintenance required. User tried to reboot and recover, unplugged and plugged in the power cable but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.